Manufacturer narrative:
Manufacturer's investigation conclusions: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported bleeding cannot be conclusively determined through this investigation. The account communicated that the patient was hospitalized on (B)(6) 2020 with complaints of abdominal pain and dyspnea. A bleeding source was identified during the patient¿s hospitalization and was treated. Additionally, a pleural effusion was incidentally discovered during a common imaging scan and was later confirmed via a sonograph. The pleural effusion was evacuated without any complications via pleural puncture. The event reportedly resolved on (B)(6) 2020 and the patient remained asymptomatic. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further events have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The patient remains ongoing on the device. The manufacturer is closing the file on this event.

Manufacturer narrative:
Updated investigation conclusions: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (gastrointestinal bleeding and pleural effusion) cannot be conclusively determined through this investigation. The account communicated that the patient was hospitalized on (B)(6) 2020, with complaints of abdominal pain and dyspnea. Upon arrival, it was noted that the patient had melena and anemia. A gastroscopy was performed without any pathological findings. An echocardiogram was also performed and did not reveal any changes from the previous one. On (B)(6) 2020, a capsule enteroscopy was performed with a normal finding on the small intestine; however, several angiodysplasias were discovered in the caecum. The sources of bleeding were treated. Additionally, a pleural effusion was incidentally discovered during a common imaging scan and was later confirmed via a sonograph. The pleural effusion was evacuated on (B)(6) 2020, without any complications via pleural puncture. The event reportedly resolved on (B)(6) 2020, and the patient remains asymptomatic. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The heartmate 3 left ventricular assist system instructions for use lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The instructions for use provides information regarding anticoagulation, including recommended international normalized values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
While admitted, the patient had melena and anemia. A gastroscopy was performed, but there was no pathological finding. An echocardiogram showed no changes from the last control. On (B)(6) 2020, a capsule enteroscopy was performed with a normal finding on the small intestine, but several angiodysplasia were found in the cecum, with follow up treatment for further colonoscopy examination. The patient's hemoglobin then remained stable.

Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital due to dyspnea and abdominal pain unrelated to the device. While admitted, a source of bleeding was found and treated. The patient was then discharged home. No further information was provided.